Event description:
The following event was reported to implantcast gmbh: "delivery of the broken drill shaft behind the spiral. Accumulation of residue in the distal fragment. Preparation difficult as the instrument cannot be disassembled and cannot be rinsed. [...]." Note: with "delivery" is meant that the broken drilling shaft was delivered from the hospital to the processing/ cleaning of the product. It is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another flexible drilling shaft was available which was used instead.

Manufacturer narrative:
According the incident description, a flexible drill shaft broke off above the spiral part. This issue was discovered during the reprocessing (cleaning) of the product in the hospital. However, it is known that the issue occurred intraoperatively and that the broken drilling shaft was sent to the reprocessing unit. The affected product was provided for an optical examination as well as an intraoperatively taken picture. The fracture of the drill shaft occurred right at the start of the spiral part (if beginning from the head of the product). The fracture happened orthogonal to the spiral part. Both fracture surfaces present a flat surface with no distinct features. It is known that the fracture of the drilling shaft occurred intraoperatively. However, this had no health effect on the patient, as another drilling shaft was used instead. It is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause for the breakage of the drilling shaft could be determined. It can only be assumed that the incident was a random component failure. A potential cause could be an unintentional user error, but this can neither be confirmed nor denied due to lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there are also no information available, no statement is possible regarding it. For the error patterns "break of the instrument", the calculated occurrence rate is below the accepted value in the associated risk management.

Manufacturer narrative:
According the incident description, a flexible drill shaft broke off above the spiral part. This issue was discovered during the preparation (cleaning) of the product. The affected product is not yet available for an optical examination. However, a picture of the broken drill shaft was provided. On this picture, solely the described error pattern can be confirmed. Additionally, a tissue remain is visible on the picture. Further investigation is not possible based on the picture. It is known that the fracture of the drilling shaft occurred intraoperatively. However, this had no health effect on the patient. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined of why the drilling shaft broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot neither be confirmed nor denied due to lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there are also no information available, no statement is possible regarding it. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "delivery of the broken drill shaft behind the spiral. Accumulation of residue in the distal fragment. Preparation difficult as the instrument cannot be disassembled and cannot be rinsed. Attaching a photo would be desirable." Note: with "delivery" is meant that the broken drilling shaft was delivered from the hospital to the processing/ cleaning of the product. It is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient.